Event description:
Customer reported the accutorr plus monitor shuts down, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and replaced the power supply. Unit was calibrated and safety tested to factory specifications. Test unit on battery, ran safety test.